Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® multiple sample luer adapter, the sleeve is missing on a case of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-may-2025. Investigation summary: bd received one sample and one photo for investigation. The customer photo shows a device with no sleeve on the np cannula. The returned sample underwent visual inspection for a missing sleeve and failed testing due to the absence of a sleeve on the np cannula. Additionally, 30 retained samples were visually inspected for missing sleeves, and all passed testing as they had sleeves on the np cannulas. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: empty/missing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® multiple sample luer adapter, the sleeve is missing on a case of samples. No adverse impact was reported regarding the patient or user.